Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/25/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump flow rate had an issue; the pressure did not match what was on the pump and over-pressuring the joint during a case. The case was completed by switching everything out and continuing with no patient affected. This was discovered during a procedure. Additional information was received on 5/1/2024: this was discovered during a hagl repair procedure on (B)(6) 2024. The case was completed using a ar-3636 knotless 1.8 fibertak soft anchor. There was no case delay reported. For excess fluid removal, the surgeon had to push the shoulder manually. The over-pressuring of the joint was observed halfway through the case. It was reported that the fluid stayed within the joint in this event. The patient was kept overnight and discharged, and the recovery was not prolonged.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from extended usage in the field. Date of manufacture: 30-nov-2016.